Manufacturer narrative:
The referenced driveline and pump pocket infection was reported under medwatch MFR report# 2916596-2016-00417. Approximate age of device - 1 years, 3 months. The evaluation of the returned pump confirmed external mechanical damage to the driveline at approximately 2.5 inches from the distal metal connector. The damage resulted in the underlying wire conductors on the green and yellow wires being exposed. The reported pump stop and low speed operation alarms would have occurred as a result of the exposed conductors of either wire contacting the braided shielding when the device was supported by the power module. The internal portion of the driveline was also evaluated. Visual inspection of the wires, and continuity testing did not reveal compromises in any of the wires that would have resulted in an electrical short on this portion of the driveline. The device was reassembled and the breaches in the wires were repaired. The pump was functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. Review of the device history records showed no deviations from manufacturing or qa specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2016 the patient experienced a sudden pump stoppage event while the system controller was connected to the power module. During troubleshooting, the system controller was exchanged and the patient was placed on battery power. Another pump stoppage event reoccurred later after switching back to the power module, and again after replacing the power module. The patient remained on battery power with no further alarms. The patient was provided an ungrounded patient cable for use with the power module. Review of the submitted system controller log file by a representative of the manufacturer's technical services team found 10 pump stoppage events, and 12 low speed hazard advisories. These events only occurred while on power module support. Internal and external x-ray images were reviewed. Some wear in the shield of the distal, external portion of the driveline, about 2-3 inches from the system controller connection, was observed. The patient underwent a pump exchange on (B)(6) 2016 due to the driveline issues and an ongoing antibiotic resistant driveline infection. The patient was reported to be stable post-exchange in the ICU.